Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is experiencing intermittent communication loss. No harm or injury was reported.

Event description:
The customer reported that their multiple patient receiver (org) is experiencing intermittent communication loss.